Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that the tube contained additive (edta) crystals. There was no health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Additive deposits were observed as clumps in the tube. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was observed as additive clumps were present. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.